Event description:
A malfunction alarm was reported, identified by the code malf 12. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, and was advised to continue using it while monitoring for any recurring malfunction.